Manufacturer narrative:
Intuitive surgical inc. (Isi) will not be receiving the replaced components of surgeon's head sensor (shs) and the head sensor transmitter to perform failure analysis as the components have been scrapped. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted isi field service engineer (fse) and reported occasionally the surgeon side console (ssc) may move non-intuitive motion while in operation. Fse to follow up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: on 10/30/2025, the site was contacted and gathered the following information: the type of da vinci-assisted surgical procedure was performed by the surgeon was gastrectomy. The date and time was the da vinci-assisted surgical procedure performed was (B)(6) 2025. This issue was previously reported to isi. The customer reported they could not move the arms but did not clarify what moved in non-intuitive motion, the usm or an instrument. The best explanation that the customer provided regarding the motion issue was unintuitive motion. The issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. There were no external collisions. The action that was being taken and/or intended when the issue occurred was match grip solved the issue. The issue occurred suddenly. There was no injury to the patient as result of the reported issue. The device was inspected prior to use. There was no damage or anything out of the ordinary observed. The instrument is not available for return to isi. Patient demographics were not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon's head sensor (shs) and the head sensor transmitter, surgeon side cart (ssc) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.